Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button error alarm. Customer's blood glucose value was 160 mg/dl. Customer stated they did not press a button down for 3 minutes or longer. Customer also stated that insulin pump was not exposed to high altitude. Customer also stated that before the stuck button alarm insulin pump had hardware low level failures alarm. Customer stated that they able to clear the alarm also able to rewind the insulin pump. Customer stated that fill cannula was recorded in daily history and also the self-test was passed. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test. Pump was received with intermittent all the buttons response and pump error 63 alarm during self test and confirmed in the insulin pump history due to moisture damaged on keypad traces and on keypad assembly.